Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation of the cleaning brush could not be inserted and a crease in the insertion tube was not confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings are as follows: due to damage on the charged coupled device unit (ccd), the image had white dots, the image guide protector had a cut, the plug unit had a stain, the scope connector case unit had a stain, and the light guide lens had a crack, the universal cord had a scratch, due to damage on the connecting tube, insulation resistance value did not meet the standard value, the universal cord had a wrinkle, the plug unit had a scratch, due to the wear of angle wire, the play of upward/downward knob is out of the standard value, due to missing nozzle, the amount of water contact did not meet the standard value, due to clogging of channel tube, the channel cleaning brush could not be inserted smoothly, and the suction volume did not meet the standard value, the connecting tube and the objective lens had a scratch, the switch box had a stain, there was a crease on the insertion tube, the connecting tube had discoloration, the suction cylinder was shaved and the suction cover had a stain, due wear of the angle wire, the bending angle in up direction did not meet the standard value and the flexibility adjustment ring had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had low angulation, the biopsy channel was blocked, and wrinkles on the connecting tube. The reported issue was found during reprocessing. There was no patient involvement or delay associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found foreign material at the upward/downward and right/left knob, the bending section cover, and the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
B3: additional information has been obtained and provided. H10: per the customer¿s response, the device was not adequately reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the a-rubber, a-rubber glue, and c-cover could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without being reprocessed at the user facility prior. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.